Manufacturer narrative:
There were no reports received alleging failure or malfunction of the nalu system or any of its components. Explant was performed due to an unrelated medical condition and was performed prior to notifying the firm of the intent to explant. All system components were discarded at the time of explant.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2023 and reported good pain relief. On (B)(6) 2023 the full system was explanted due to an unrelated medical condition.